Event description:
In early 2009, boston scientific corporation was informed that during a procedure, six resolution clip devices would not close after an initial open, close, and re-open inside of pt. The physician completed the procedure with a seventh resolution clip device without any pt complications. Pt is reported to be "fine". Note: this report is for the first of six devices used in same procedure. Please refer to MFR #3005099803-2009-00427, #3005099803-2009-00428, #3005099803-2009-00429, #3005099803-2009-00431, and #3005099803-2009-00432 for the other related reports.